Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was in storage mode. The device was going to be replaced with a pacemaker. No adverse patient effects were reported.